Event description:
The customer reported dried fluid leak appeared on the covers of the reagent probe and the chemistry cartridge sample probe involving unicel dxc 800 synchron system. The customer noted moisture was under the cc sample probe. The customer stated approximately 0.5 milliliter (ml) of fluid leaked. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves, a laboratory coat, and eye protection. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered a faulty electrical connection between the waste valve and the cc sample probe. The fse wiggled the connector and the valve would turn on and off. The fse traced the issue to connector b2-1 pins (female) and tightened the grip of connector pins to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).